Event description:
The pt was seen at the implant center for device eval in 1999 because she was experiencing problems with her system. Testing conducted at the center, including a change-out of the external equipment, confirmed that her implant was no longer functioning. Explantation/reimplantation took place in place in 1999 and she was reimplanted with another clarion device.